Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ catheter there was an issue with foreign matter. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd intima-ii catheter there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
The batch record for lot#7356387 was reviewed, no related abnormalities were found during the manufacturing process. A sample was submitted for the purpose of our investigation. Bd investigators were able to observe the reported failure mode in the sample provided, the sample had dried glue present inside of the device tubing. The most likely root cause for this event is related to the manual gluing process. Operators are responsible to apply and dry the glue bonding the tubing to the adaptor. Un-dried glue will migrate tot the interior of the tubing as the device move down the conveyor belt, drying and producing the clog experienced by your facility. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.